Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. Additional information was received that the reason for ipg replacement procedure was due to patient having difficulty charging the ipg. The patient was doing well postoperatively, and the explanted device will not be returned per facility policy. No device malfunction was suspected.